Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the j702 connector and the distribution node (dn) pca was cracked and the cable connecting ECG a to the front therapy electrode was pulled from the strain relief. The root cause for the missing trunk cable, cracked connector, and strained cable was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a thermally damaged c655 capacitor on the computer/analog pca. The root cause for the thermally damaged capacitor could not be positively identified. No adverse event resulted from the defective equipment. Manufacture dates: monitor: 7/9/2012; electrode belt: 12/23/2011.

Event description:
During servicing of a monitor and electrode belt that were returned for investigation into a non-reportable patient death, reportable malfunctions were found. The monitor and electrode belt failed incoming functionality testing. There is no indication that the device malfunctions caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to passing.